Event description:
It was reported that during the tubing fill process the cartridge leaked inside the pump, and the user replaced supplies and planned to restart the change procedure; blood glucose at the time was 114 mg/dl, and no alerts or alarms were reported. Symptoms included no injury, hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no impact on health and no hospitalization or medical intervention. Investigation included user troubleshooting and education confirming the supply change steps and technique were appropriate. Investigation of this case revealed a suspected cartridge or connector leak affecting the cartridge assembly inside the pump during fill, consistent with a device component leak. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure associated with the disposable cartridge or connector.